Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, damaged dso seal, damaged remote dose connector. Functional test was performed. The device doesn't hold patient data. Primary problem with defective pwa. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, remote dose connector, pwa and sanded expulsor. Functional tests were performed.

Event description:
It was reported that there was an unknown issue as no additional complaint details were provided by the customer. There was unknown patient involvement and unknown patient harm/adverse event reported. It was reported that no further information is available.